Event description:
It was reported that a t:slim x2 pump battery would not charge, and the pump screen was dark. There was no reported impact to the customer¿s blood glucose level. The customer tried different charging methods, but none resolved the issue, leading tandem technical support to decide on a pump replacement. The customer was advised to use multiple daily injections as a backup therapy and instructed on steps to return the malfunctioning pump and receive the replacement.